Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the app continued to pair and request to pair to the transmitter. Data was available for evaluation. The reported event was not confirmed via data. The probable cause was determined to be potential patient misuse via data. No additional event or patient information is available.